Event description:
It was reported that the patient had a system explant on (B)(6) 2019.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the implanted lead has migrated and the patient is no longer receiving effective therapy. Due to this, surgical intervention may take place.